Event description:
During a routine follow-up, the device paced at the maximum tracking rate (mtr) of 130 ppm. When the device was taken out of minute ventilation (mv) and programmed back to a rate responsive mode, the device went to mtr. The patient noted that as a television repairman, he felt a shock across his chest while handling equipment in his shop. The device was left in ddd mode, but two months later was replaced due to no output and phantom programming.